Event description:
It was reported that during use the cannula breaks off and the plunger is not functioning with an unspecified 1ml insulin syringe. This occurred on 2 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (2 of 2) some needles broken off; plunger not working.

Manufacturer narrative:
H.6. Investigation: customer returned (2) loose 31g x 8mm, 1.0ml bd insulin syringes (used). It was reported that the customer had damaged syringes. Customer also reported needle not straight, leaning forward left, some needles broken off, plunger not working. Both returned samples were examined and no damage to either syringe was observed. No damage or bending was observed on either of the cannulas. Both samples were then tested for plunger rod movement and no issues were observed. As no defects were observed on either of the returned samples, the alleged issues (syringe damaged; bent needle; needle broken; plunger not working) could not be confirmed. Unable to perform complaint lot history check due to an unknown lot number. Root cause cannot be determined at this time as the issues are unconfirmed.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check due to an unknown lot number for bent needle, needle broken, plunger rod difficult to move & damaged syringe. Investigation summary: customer returned (2) loose 31g x 8 mm, 1.0 ml bd insulin syringes (used). It was reported that the customer had damaged syringes. Customer also reported needle not straight, leaning forward left, some needles broken off, plunger not working. Both returned samples were examined and no damage to either syringe was observed. No damage or bending was observed on either of the cannulas. Both samples were then tested for plunger rod movement and no issues were observed. As no defects were observed on either of the returned samples, the alleged issues (syringe damaged; bent needle; needle broken; plunger not working) could not be confirmed. Unable to perform complaint lot history check due to an unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures (syringe damaged; bent needle; needle broken; plunger not working). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use the cannula breaks off and the plunger is not functioning with an unspecified 1 ml insulin syringe. This occurred on 2 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (2 of 2). Some needles broken off. Plunger not working.